Event description:
It was reported that the patient was still experienced pain (no therapeutic effect) in february. An x-ray was done and showed a loose connection. The patient underwent surgery, and following the surgery the patient experienced more pain around the connection site. It was noted that the patient had been seen for reprogramming three times in the past two months. The patient was trying the reprogramming options and planned to follow up with his hcp if they were unsuccessful. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the cause of event was programming. The patient was reprogrammed and the results were good.

Event description:
Additional information received reported that it was thought the device was not working. It was not known when the device stopped working. It was thought that the patient had an appointment in the next week or two.

Manufacturer narrative:
(B)(4). Lead: model 3487a-45, lot# v625073, implanted: 2011 (B)(6), explanted: na; lead: model 3776-45, serial# (B)(4), impl anted: 2011 (B)(6), explanted: na; extension: model 3708140, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; extension: model 3708240, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).